Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded

Event description:
The customer reported that the port of the feeding tube was disconnecting from the tube and there was leaking. The tube was removed and saved. Afterward, the port separated from the tube completely. The tube was swapped out for a new tube which worked without issue.

Manufacturer narrative:
H3: evaluation summary: the device history record (DHR) review could not be performed because no lot number was available. One sample with an unknown lot number was received for evaluation at the manufacturing site. After performing a visual inspection, the separation of the purple connector can be observed. The reported condition was confirmed. A walk through was performed at the manufacturing area with the multifunctional team. The specific root cause could not be determined. The current process is running according to approved specifications. Based on the analysis, the rate of occurrence is equal/below the expected range. This complaint will be used for tracking and trending purposes.